Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 523 mg/dl, which customer attempted to treat with insulin pump. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit with fixed prime. Customer reported that cannula was not bent. Customer was able to resolve no delivery with infusion set change.